Event description:
Patient's husband contacted dexcom technical support on (B)(6) 2014 to report that the sensor gave inaccurate values on (B)(6) 2014. Patient's husband reported the device read both higher and lower than the finger stick value. Patient's husband did not report any injuries or medical intervention at the time of contact with dexcom technical support.